Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage at foreign object detection point. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." 3) "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." 4) "to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the flexibility adjustment ring was scratched, the grip was discolored, the air/water cylinder was discolored, the suction cylinder was discolored, the switch box was discolored, the left/right and up/down knobs were discolored, the forceps channel port was deformed, the scope connector was discolored, the light guide cover glass had a scratch, insulation resistance at the distal end did not meet standards due to a scratch on the distal end cover, the water supply volume did not meet standards due to clogging of the nozzle, foreign objects were coming out of the distal end due to clogging of the air/water tube, the objective lens was chipped, the light guide lens was chipped, the light guide lens was cracked, the connecting tube was buckling, and the universal cord was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had no flow through the additional flushing channel. The issue was found during receipt inspection. Inspection and testing of the returned device found the air/water channel was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.